Manufacturer narrative:
Additional information: a.3., b.5., g.1., h.6. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting the device remains implanted and the baerveldt was placed with the xen in the eye as opposed to a replacement. The reason for the intraocular pressure increase was due to "the tissue scarred down and caused the xen not to work any longer". Patient was given azopt and zioptan for treatment however the iop still remains high.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. It has not been confirmed that the device was explanted on (B)(6) 2019. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, device status, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen®45 gts in the left eye and their pressure went from 8 to 24. The device will be replaced with a baerveldt.